Event description:
The device was used during an unspecified procedure. Reportedly, the safety shield would not retract. The hosp has reported no pt injury occurred.

Manufacturer narrative:
2/9/1998 - supplement #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.